Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that while the site was changing the taps out, it became stuck with the orange tracker. When the surgical technician was able to free the instrument, the tracker spring and lever fell out. There was no impact to patient's outcome and there was no surgical delay time.

Manufacturer narrative:
H3, h6) the instrument was returned and analysis confirmed the reported event. One of the two side tabs had been broken off and is missing. Otherwise, the tracker was functional. The tracker received known good instruments without issue. With markers attached and fully seated, the tracker displayed good geometry and divot error readings with normal tracking and verification. Codes b01, c07, and d02 are applicable. H6) multiple annex a codes were applied to capture this event. A05 captures the tracker spring and lever falling out and a0506 captures the tracker becoming stuck. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.